Manufacturer narrative:
Testing and investigation found the device did not pass the temperature test with a psc (power supply controller) ambient temperature of 73 c (expected temperature (B)(4)). This was found to be due to the fan not rotating fast enough to keep the psc ambient temperature from exceeding 70 degrees c. The probable cause for the overheating was a broken fan. The cause of the broken fan was supplier handling. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s233 (overtemperature-psc) malfunction alarm code. The pump was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with a s233 malfunction alarm code. No additional information was provided.